Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had become dislodged. No patient symptoms were reported. The lead was repositioned. The patient was noted to be in stable condition.